Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times after changing the cartridge. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 268 mg/dl.